Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted and related to this event: pxc181200/(B) (4).

Event description:
On (B) (6) 2008, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In (B) (6) 2009, (exact date unk), the patient had a routine cat scan that revealed a possible small endoleak. The endoleak was unspecified. Multiple ultrasounds have been performed since the routine cat scan and have shown no abnormalities. On (B) (6) 2010, the patient had a cat scan of his back. The cat scan revealed an inflammatory process involving the space between the aorta and the back and the vertebral body. Some gas bubbles were seen in the disk space and were also seen within the aneurysm sac outside the graft. The patient was diagnosed with a periaortic abscess. The patient was admitted the same day for a vascular graft infection and diskitis. On (B) (6) 2010, the patient had an axillary bi femoral bypass surgery. On (B) (6) 2010, the patient had a surgical laparotomy with graft removal and an over-sew of the distal aorta with periaortic abscess evacuation. The patient had blood loss during the procedure (exact amount unknown). He received four units of red blood cells before being transferred to the intensive care unit. The patient tolerated the procedure without complications.